Event description:
It was reported that a patient presented remotely merlin.net. Review of the transmission revealed noise on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was discharged following the procedure.